Manufacturer narrative:
(B)(4). Batch #: t5ec07. Investigation summary: the analysis found that one ec60a device was returned with damage between the nozzle and the shrouds with no reload loaded on the device. The device was disassembled to verify the condition of internal components and the frame was noted to be broken. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the instrument and breaking the frame and shrouds. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler wouldn't fire. There were no patient consequences. No other information is available.